Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 7:00pm at home. Caller stated that the end-users blood glucose was tested, and he received a result of 101mg/dl. The end-user tests 3-4 times a day and a normal result for that time of day is usually around 100-150mg/dl. Caller stated that paramedics were called immediately after testing due to the end-user being shaky, sweaty and for becoming slightly unresponsive. No food drink or medication was consumed while waiting for the paramedics. Paramedics arrived around 5 minutes later and tested the end-users blood glucose with their meter and they received a result of 23mg/dl. Paramedics gave the end-user a glucose solution a popsicle fruit and a peanut butter and jelly sandwich. The paramedics did not transport the end-user to the hospital. The end-user takes 20 units of basaglar insulin total ( must take twice a day ) 10 units in the am 10 units in the evening. Paramedics did not check the end-users blood glucose when they left. Caller and the end-user were informed that the test strips were good due to being open for more than 90 days. No additional information was provided.